Event description:
It was reported that the customer experienced a blood glucose (bg) level of 270-397 mg/dl with trace ketone levels. Reportedly, customer was using cold insulin with pump supplies. Customer administered a manual injection to address bg level. The customer was hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.